Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an error message stating ¿0211: keyboard error¿ was displayed on the programmer screen. Based on preliminary analysis, an issue at the keyboard level is suspected.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, an error message stating ¿0211: keyboard error¿ was displayed on the programmer screen. Based on preliminary analysis, an issue at the keyboard level is suspected.

Event description:
Reportedly, an error message stating ¿0211: keyboard error¿ was displayed on the programmer screen. Based on preliminary analysis, an issue at the keyboard level is suspected.